Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message during the power-on self-test (post). The customer used a second (B)(6) console to start the treatment. No impact or consequence to the patient.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The probable root cause for error message was a burnt contact of the heater in plug j22/p22, possibly attributed to moisture diffusing into the system and vibration during use, causing contact arcing. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:06 error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid:06 error message, thus confirming the reported complaint. The console originally started without any error code, but then tcmid:06 was displayed. The connection of the heater was improved, using a crimp connecter, to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6) .